Manufacturer narrative:
(B)(4).

Event description:
It was reported via field service report l700149. Helium loss alarm therefore as a result, another pump was used with no problems. The pump was checked out by the field service engineer and found helium loss 3 - if plug drain tubing - no helium loss. As a result, the pcs assembly was replaced. There were no reported patient complications.

Manufacturer narrative:
(B)(4). Teleflex received the device for investigation. The reported complaint of "helium loss alarm" is not confirmed. Although, the root cause of the complaint is undetermined the returned pcs assembly passed visual and functional test specifications. No further action required at this time.

Event description:
It was reported via field service report l700149. Helium loss alarm therefore as a result, another pump was used with no problems. The pump was checked out by the field service engineer and found helium loss 3 - if plug drain tubing - no helium loss. As a result, the pcs assembly was replaced. There were no reported patient complications.